Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant was removed due to infection. Dehiscence bone was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). DHR review was completed for the subject lot number 63665350. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 290 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63665350 for similar events and no other complaint was identified. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.